Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of an unknown vessel was attempted with two proglide devices, using a pre-close technique, prior to an interventional procedure. Reportedly, when the plunger was removed no suture was present with both devices. The method of achieving hemostasis was cut down (artero dissection) and surgical closure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.